Event description:
As reported by an optician on (B)(6) 2014, a patient was experiencing problems with a contact lens. The following day, additional information was received from the optician, which states the patient experienced itching and discomfort in her right eye for several days. The patient replaced her contact lens with a new lens from the box, but discomfort and stinging were still present. Two days later, she consulted an ophthalmologist, who advised her that a scar was present on her cornea, and likely caused by contact lenses. An unknown medication was prescribed for approximately three weeks, and lens wear temporarily discontinued. The optician stated that the patient removes her lenses nightly and has not had a previous adverse reaction in the past year since wearing this type of lens. On (B)(6) 2014, an adverse event questionnaire was received, which was completed by the optician. It reports the following: the patient experienced discomfort and itching within three hours of wear, and sought medical attention from hospital emergency. Hospital emergency advised the patient to consult an ophthalmologist, whom she saw three days later. The ophthalmologist diagnosed a corneal ulcer in her right eye. The severity of the event is noted as severe, as the patient was reported to be on sick leave for three days, and the optician assessed the causality to the contact lens as possible and probable. The patient was instructed to wear sunglasses and discontinue contact lens wear on (B)(6) 2014, and was prescribed vitamin a eye drops, artelac (hypromellose) eye drops, and vitamin a ointment, for one month. In addition, the patient was prescribed tobrex collyrium for 10 days. The patient has not resumed lens wear. The event is noted to be resolving, and the patient has a follow-up appointment planned in (B)(6) 2014. Additional was requested but not yet received.

Manufacturer narrative:
(B)(4). The complaint sample was not returned for evaluation. Review of the device history records met all in-process and finished product specifications. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).